Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was used to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, after the stent deployment, it was noted that the distal portion of the stent was moved to the common bile duct. The stent was then repositioned using forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Manufacturer narrative:
Block h6 (conclusion code) has been updated based on the reopened investigation on december 02, 2023. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was used to treat a cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, after the stent deployment, it was noted that the distal portion of the stent was moved to the common bile duct. The stent was then repositioned using forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.